Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence with urethral hypermobility. It was reported that following insertion the patient experienced worsening incontinence, worsening dyspareunia, chronic pelvic pain, recurrent urinary tract infections, recurrent bladder infections, bladder spasms, painful intercourse, urine leakage, urgency, constant dampness from incontinence, and a urethral obstruction. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to urethral obstruction and incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted.

Manufacturer narrative:
(B)(4): the patient underwent the concurrent procedure of cystoscopy during suburethral mesh implantation.